Event description:
It was reported that a patient underwent a water vapor therapy procedure. Then, six months after the treatment, the patient was admitted to the hospital and underwent investigations but later died. The patient underwent postmortem, and the cause of death is suspected to be associated with bowel obstruction, pneumonia and sepsis.

Event description:
It was reported that a patient underwent a water vapor therapy procedure. Then, six months after the treatment, the patient was admitted to the hospital and underwent investigations but later died. The patient underwent postmortem, and the cause of death is suspected to be associated with bowel obstruction, pneumonia and sepsis.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of sepsis and bowel obstruction are known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.